Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients one whole lead had high impedances as well as one contact on the other. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.